Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(6), rev e, monarch bronch risk management report. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that after a monarch-assisted bronchoscopy procedure, the patient was observed to have a pneumothorax during post-op check-up. The location of the target was left lower lobe. During the case, the instruments used were superd aspiration needle, triple needle brush and supertrax forceps. Endobronchial ultrasound and an x-ray were performed on the patient. A chest tube was placed to treat the pneumothorax, and the patient was held overnight. The patient has since recovered and was released from hospital.